Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the consumer had difficulty using the pen ndl 32g 4mm pro 14 bag 700 case jpx and could not inject medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient brought a pen needle from lot 0028927 to a pharmacy (customer), complaining that he/she had difficulty operating the product (difficulty self-injecting)."

Manufacturer narrative:
Investigation summary: five open 32g x 4mm pen needle samples and five photos were returned from lot. No. 0028927, cat. No.320559. Visual examination was carried out on all five samples and five photos and bent non patient end of cannula was observed on three samples and broken non patient end cannula was observed on two samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the consumer had difficulty using the pen ndl 32g 4mm pro 14 bag 700 case jpx and could not inject medication during use. The following information was provided by the initial reporter, translated from japanese to english: "a patient brought a pen needle from lot 0028927 to a pharmacy (customer), complaining that he/she had difficulty operating the product (difficulty self-injecting)."